Manufacturer narrative:
The lens remains implanted; therefore, it is not available for evaluation. The lot number of the lens was not provided; therefore, a device history record (DHR) review could not be performed. Based on the information available, the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a bilateral early z-syndrome was noted post implants. Reportedly, a slight pco (posterior capsule opacification) was noted in the right eye with striae inferiorly, no significant pco in the left eye and one eye had primary ctr (capsular tension ring). One lens was implanted in (B)(6) 2016 and the other in (B)(6) 2016. The surgeon is evaluating treatment plan. Additional information has been requested, but has not been received. This report references the patient¿s left eye.